Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat an intramural hematoma secondary to a fall of the pt from a height of 4 meters. On (B)(6) 2012, the pt went back to hosp suffering from the pain and a dissection distal to the device was discovered. On (B)(6) 2012, the reintervention took place to treat a distal dissection. The procedure went well. The pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
Additional info along with images of the event were requested. A review of the mfg records for the device is being conducted.